Event description:
It was reported that the right ventricular (rv) lead was exhibiting t-wave oversensing (twos) during ventricular pacing and continued to do so despite efforts to correct. The physician determined that the best course of action was to leave as is, with consistent twos. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 4076 implantable pacing lead (B)(6) 2009 4194 implantable pacing lead (B)(6) 2009. (B)(4).